Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes and pump 2 on the patient side stopped working during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and found that the pump on the patient circuit was making a squeaking noise. The service representative determined that the patient bridge could not be repaired in the field and it was replaced to resolve the issue. All components and procedures were inspected and tested according to the manufacturer's specifications. No further issues were found and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced patient bridge was requested for return to sorin group (B)(4) for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes and pump 2 on the patient side stopped working during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). The service representative determined that the patient bridge could not be repaired in the field and it was replaced to resolve the issue. The replaced bridge was requested for further investigation, but despite several attempts the part was not received. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.